Event description:
Lmt has been informed that this device has been noticed due to an error message. At the moment we need more information about this potential incident. We have tasked our technical support to gather further information about this potential incident.

Event description:
Löwenstein medical technology received the device due to a repair under warranty. The customer claims that there were multiple errors within this device and lmt started an investigation. Despite several enquiries about this case, lmt has not received any information about the use of the device. We have not received any information about any harm from patients, users or third parties.